Event description:
On march 7, 2007, the lay pt contacted lifescan (lfs) alleging that her one touch ultra smart meter does not turn on. The pt said she had ongoing chills and was incoherent for 2 to 3 days. She was unable to obtain a result on the reported meter because the meter did not turn on. The pt's mother came to check on her because the pt had not "sounded right" on the phone. The pt said she had taken her oral diabetes medication (avandamet and glyburide) and drank orange juice before her mother took her to the ER in 2007, around 3:00 pm. The pt did not know the blood glucose result obtained at the hospital, but she said it was low. She was treated with an IV and admitted to the hospital for one week "because her sugars were out of control". Info regarding other hospitalization diagnoses and treatment was not provided. After discharge from the hospital, a pharmacist advised the pt to contact lfs to get her meter replaced. The customer care advocate (cca) confirmed that the meter did not turn on by pressing the power button. The pt had no test strips at the time she called lfs. The pt told the cca that the battery contact was bent. The meter, test strips, and control solution were replaced. The complaint is reported because the pt alleges she was unable to obtain a reading on the reported meter and later was treated for hypoglycemia with an IV. During the time she was unable to test, the pt continued taking oral diabetes medications.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.